Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the battery in a 980 ventilator would not charge. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.